Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements, resulting in a lead safety switch (lss). In addition, phrenic nerve stimulation was reported. Technical services (ts) was contacted for reprogramming recommendations, and the lead was subsequently optimized. No adverse patient effects were reported. This lead remains in service at this time.